Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated she was calibrating ises on the cobas 6000 c (501) module when she received a conditioning error. The customer verified that the electrodes were seated correctly and there were o-rings between them. An ise check was successful. The customer stated that earlier that day there were questionable results for 1 patient sample tested for ise indirect na, k, ci for gen.2. Based on the data provided, the na and cl results were discrepant. The initial na result was 112 mmol/l. The repeat result was 133 mmol/l. The initial cl result was 133 mmol/l. The repeat result was 99.5 mmol/l. The repeat results were believed to be correct. The initial results were not reported outside of the laboratory. Qc results were within the acceptable range at the time of the results. No adverse event occurred. The electrode lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and found a damaged sipper probe. There was a salt bridge around the reference acrylic block. The fse replaced the sipper probe and cleaned the ise bath. Ise checks were successful and precision results were good. The customer stated they are no longer having issues. The investigation determined that the issue found by the fse was the root cause of the event.